Event description:
It was reported that during a lap colon procedure, closed clip is not formed correctly during the first shot and when trying to place the next one, at least 4 clips of the clip come off without forming. The device is changed to complete the procedure. Delayed procedure 5 minutes. Procedure completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.